Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that an "oxygen not available" alarm occurred. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 04sep2020. B4: 09sep2020. No product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.